Manufacturer narrative:
Ec method code desc - 5: communication/interviews (4111). Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. One device was returned for investigation. Visual examination confirmed the catheter was returned without the package or label. The device was received in used condition. The stopcock was attached to the inflation line and in the open position. A functional test was performed on the device by inflating the balloon with tap water. A leak was confirmed in the balloon material. Under magnification, a puncture was observed on the balloon material. Several grasper marks were noted around the puncture. The device had been punctured by an unknown instrument. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded unintended user error contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient with history of a previous c-section had a cook bakri postpartum balloon with rapid instillation components placed due to uterine atony, but it was found to leaking after placement. Another cook bakri postpartum balloon with rapid instillation components was placed to achieve hemostasis. The patient lost 300 ml of blood before the bakri was placed . The patient was reported to be in good condition after the placement of the second bakri with an additional 10ml of blood loss after it's placement. During this delivery the patient also experienced an amniotic embolism that resulted in cardiac arrest (unrelated to the bakri).